Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported that on (B)(6) 2021, the surgeon was performing a t8-pelvis fusion using the matrix spine system, there was an issue with the 10nm torque limiting ratchet handle. The surgeon was final tightening the locking caps with the 10nm torque limiting ratchet handle, and the straight tip screwdriver shaft stardrive when he noticed that the normal "click" noise that is designed for this device did not happen. So, he concluded it was not working properly. He requested a different torque limiting handle and one was provided. The new handle worked as designed and the rest of the locking caps were finally tightened as they should be. There was no harm to the patient and the delay in switching to the working handle was approximately 1 minute. Later in the same case, the surgeon was applying a transconnector with the proper shaft and handle, and there was a problem with the implant. One of the screws was not engaging properly. It would turn, but would not tighten. So, the surgeon asked for another transconnector and that one was implanted properly with no issue. There was no harm to the patient and the delay to switch to the new implant was approximately 30 seconds. Changed device and/or implant, nothing broke off, items just didn't perform as intended, there was a 1.5 surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: matrix locking cap (part: 09.632.099;lot# unknown; quantity: 1). 10nm torque limiting ratchet (part:03.620.061;lot# unknown; quantity: 1). Holding sleeve (part: 03.632.050; lot# unknown; quantity: 1). This complaint involves three (3) devices. H3, h4, h6: device history lot, part # 03.620.061, synthes lot # h324956-09, supplier lot # h324956-09, release to warehouse date: 01 aug 2017 , supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H6: investigation flow: power tools/calibration. Visual inspection: the 10 nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot #: h324956-09) was returned and received at us cq. Upon visual inspection, scratches were observed on the returned device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: functional test was performed on the returned device at service and repair. The low torque of the device measured during calibration testing was which was not within the specified torque range of the device hence, the torque test failed low. Service and repair evaluation: the customer reported there was an issue with the 10nm torque limiting ratchet handle. The repair technician reported the device failed torque testing. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review : based on the date of manufacture, the current and manufactured revision of drawings were reviewed ratcheting and torque limiting handle, 10 nm: 03_620_061, rev. G/e. Complaint was confirmed, the device received failed low during torque test. Hence confirming the allegation. Investigation conclusion : the complaint condition is confirmed for the 10 nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot #: h324956-09). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when performing a t8-pelvis fusion using the matrix spine system, there was an issue with the 10nm torque limiting ratchet handle. The surgeon was final tightening the locking caps with the 10nm torque limiting ratchet handle, but screwdriver shaft was not working properly. There was no harm to the patient and the delay in switching to the working handle was approximately 1 minute. Later in the same case, the surgeon was applying a trans connector with the proper shaft and handle, and there was a problem with the implant. One of the screws was not engaging properly. It would turn but would not tighten. Used another trans connector and that one was implanted properly with no issue. There was no harm to the patient and the delay to switch to the new implant was approximately 30 seconds. Changed device and/or implant, nothing broke off, items just didn't perform as intended, there was a 1.5 surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: matrix locking cap (part: 09.632.099;lot# unknown; quantity: 1), 10nm torque limiting ratchet (part:03.620.061;lot# unknown; quantity: 1), holding sleeve (part: 03.632.050; lot# unknown; quantity: 1). This complaint involves three (3) devices. This report is for (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 2 (B)(4).